Event description:
It was reported that the device was post-paced t-wave oversensing in the ventricular lead when asymptomatic patient was presented in clinic. The oversensing was noted on a real-time egm. The device was reprogrammed.

Event description:
New information notes that the patient presented to the hospital after receiving a vibratory alert. Upon device interrogation, several episodes of non-sustained lead noise due to t-wave oversensing were observed. The device was reprogrammed and the patient condition was stable.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.